Manufacturer narrative:
The impella device was received from the customer and an evaluation of the device is ongoing. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 36-year-old female with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. During support, the patient coughed and an "impella in aorta" alarm occurred. The cardiologist attempted to reposition impella despite not being able to visualize the impella. The rn stated that the impella was pushed in 20cm. After which, the patient complained of ¿feeling funny.¿ a head and neck CT was performed confirming the impella was in the right carotid artery and ischemia to middle cerebral artery on perfusion study. The patient was brought to the or and the vascular surgeon snared the impella from lt groin access and impella was explanted. A cerebral angiogram was performed and showed no dissection or abnormal flows.

Manufacturer narrative:
The investigation for the reported positioning issues has been completed. The pump was returned for investigation. A catheter kink was observed, and the pump stop-motor current high alarm was appeared during the test. Data logs indicate the only abnormality related to pump position in the aorta at the end of the case run. As per the provided clinical information, the impella position in the aorta alarm appeared while the patient was coughing. During repositioning, the doctor operated blindly and found the pump too deep into the ventricle. The cause of the positioning issue was use related since the pump was pulled out due to reported patient movement while coughing, based on the given clinical details and data log review.